Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on 9/21/2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. Customer stated she had contacted physician on (B)(6) 2018; customer stated physician advised her to monitor her blood sugar level. During the call back on (B)(6) 2018, a blood test was performed by the customer fasting using truemetrix air meter and produced test result of hi. The test strip lot manufacturer's expiration date is 09/29/2019 and open vial date is (B)(6) 2018. The customer had disconnected the call; call back attempt made to customer and voicemail was left. Product notification letter sent to customer to contact customer care.

Event description:
Consumer initially reported complaint for e-5 error: test strip error. At the time of the call, the customer reported feeling ill with symptoms of blurry vision and fatigue. Customer was going to seek medical attention and was not able to continue with the troubleshooting process. No further information was able to be obtained.